Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the reported incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The user found the malfunction during the pre-use check.

Event description:
During the pre-use check, the user was unable to inflate the common carotid balloon of the pruitt f3 carotid shunt. So, he used another f3 shunt for the procedure.